Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during fill two of four of peritoneal dialysis therapy. The patient was connected to the device at the time of this alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The patient was advised to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.